Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor glucose level was 299 mg/dl and his/her blood glucose level was 180 mg/dl. The sensor glucose and blood glucose value difference was not within an acceptable range. The product was not returned. Nothing further to report.